Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the therapy capacitor which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the operational check did not pass. There was no reported patient involvement.